Event description:
In 2018 partial knee placement by arthrex this device failed by breaking apart inside the knee. As a result had to have emergency surgery to have a new device installed. "Arthroplasty by arthrex."